Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the pump was received for evaluation and the reported problem was not confirmed. During testing, the pump functioned to specification and no faults were found. Further information from the customer found that the set up for inflow and outflow may have contributed to this event. The sales representative has provided additional in servicing for this equipment.

Event description:
It was reported that during use of this arthroscopy pump, the device went to high flow and the pressure jumped up. The surgeon noted swelling in the patient's joint and stopped using the pump. The fluid was manually compressed out by the surgeon. During trouble shooting, the tubing was changed out and the problem continued. The pump was changed out and the surgery was completed without further problems. There was no report of injury to the patient following completion of the surgery.